Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited a shorted lead condition during a 41 joule commanded shock that was being done for an atrial fibrillation cardioversion. Previously, the shock and pacing impedances were stable and within range at approximately 40 ohms and 450 ohms respectively. A manual capacitor reformation was attempted; however, a message was received that the capacitor charge had exceeded the limit of the device and resulted in the device declaring end of life (eol). Boston scientific technical services (ts) was consulted and it was recommended that the rv lead and device both be replaced. Additional information was received that an x-ray revealed the rv lead had pulled back, and the proximal coil appeared to be in the pocket. A possible fracture point was also identified in the lead near the proximal coil. Surgical intervention was performed. The lead was tested with the pacing system analyzer (psa) and pacing impedances were 350 ohms and threshold measurements were normal. R-wave amplitude was low, but was likely due to the lead's position. The rv lead was surgically abandoned and replaced, and the device was successfully changed-out. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.